Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: - external flow sensor failed is what was reported. - the alarm was observable both visually and through hearing. - there is no patient involvement reported. - neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. - no medical intervention was required. The investigation is still ongoing

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. During non-clinical use at hospital, the ventilator generated a high-priority alarm indicating "external flow sensor failed." The alarm was accompanied by additional messages including "turn flow sensor" and "check flow sensor tubing." The failure was reproducible and occurred outside of ventilation, it was during a maintenance phase activated by a service technician. Consequently, the event did not cause or contribute to a death or serious injury for a patient. Device logs showed multiple related entries, including "flow sensor calibration needed," "flow sensor calib failed," "oxygen supply failed," and "check flow sensor tubing." In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: external flow sensor failed is what was reported. The alarm was observable both visually and through hearing. There is no patient involvement reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. No medical intervention was required. The investigation is still ongoing